Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user noticed a kink in the stent when he opened the package. The procedure was completed by using another zebd-7-7 (lot#:unknown). Updated on (B)(6) 2023: the user opened the package, and noticed a kink when straightening the stent with a straightener before contact with a wire guide. The procedure was completed by using another zebd-7-7 (lot#:unknown). Patient outcome no adverse effect on the patient has been reported. Patient/event info - note 1. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact please see the description of event. 2. What was the target location for the stent? Common bile duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? 5. Was the wire guide lubricated prior to use? Unknown. 6. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 7. Was the wire guide inspected for damage prior to use? Yes. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9. If yes please indicate the procedure performed. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11. If not with the device in question, how was the procedure finished? Please see the description of event. 12. Did the patient require any additional procedures as a result of this event? No 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16. Was a straightener used to straighten the stent? Yes. 17. (If any damages were confirmed prior to use)was the package damaged? Unknown.

Manufacturer narrative:
Device evaluation: the 1 x zebd-7-7 zimmon biliary stent set of lot number c1994513 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 12/july/2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. On evaluation it was noted that the stent and pigtail straightener returned. Kink observed on the 1st and 5th portholes on the tapered end pigtail curl. A 0.035-inch wire guide does not pass the kinks. Manufacturing records review: prior to distribution all zebd-7-7 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1994513 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1994513 . Instructions for use /or label review: it should be noted that in the japanese packaging insert (c-es0202m18): states: "care must be exercised when straightening pigtail curls using positioning sleeve to avoid kinking or breaking stent". It also says "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is no evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. Confirmation of complaint: the complaint confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: stent kinked. Confirmed quantity of 1 device, reported prior to use. Investigation findings conclude a possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. The complaint confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. The stent did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-oct-2023.